Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. It should be noted that the reported patient effect of mitral regurgitation and mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported difficulty positioning the delivery catheter (dc) shaft in this incident could not be determined. The reported tissue damage appears to be related to difficulty positioning the dc shaft. Additionally, the reported failure to adhere or bond and subsequent unchanged mitral regurgitation (mr) appears to be related to the observed tissue damage. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, the additional information was obtained: during use, the clip delivery catheter (cds) deflected approximately 5-10mm unexpectedly towards the left atrium. On (B)(6) 2017 the patient had a mitral valve replacement. The event required prolonged hospitalization and the patient is in stable condition.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed for unexpected clip movement on the leaflet and leaflet tear. It was reported that this was a mitraclip procedure treating mixed, functional and degenerative, mitral regurgitation grade 4+. One mitraclip was implanted without issue. A second clip delivery system (cds 70508u227) was advanced to the mitral valve. Once both leaflets were grasped, the patient was asked to hold breathing during clip closing. The clip was closed to 60 degrees and normal respirations were resumed. At this point the delivery catheter shaft and attached clip moved unexpectedly towards the left atrium. Following the unexpected cds movement, and per imaging, an anterior and posterior leaflet tear was noted. The clip was re-advanced and leaflet grasping was attempted, however the clip failed to get a sufficient grasp due to this tear. The device was removed from the anatomy without issue and, as a test, the clip was deployed outside the anatomy without issue. There was no issue with clip function. Post procedure mr was grade 4+. The patient remained intubated and was transferred for surgical repair and mitral valve replacement. There was no additional information provided regarding this issue.